Event description:
The customer reported that the arrythmia alarm is not alarming. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The following functional tests and communication were performed: a philips response application specialist (ras) worked with the customer biomed to troubleshoot the issue. It was stated by the customer that the arrhythmia alarm not alarming leads off and low hr did not alarm on december 12, 2024 (12/12/2024) between 0730 and 0800. The ras did some troubleshooting and determined that the bedside set to leads off red alarm and was able to find ECG tracing where leads came off and reset themselves. The ras showed the biomed that the strips were reviewed and showed that it could have been a low heart rate, but it was leads off. This showed that the leads off corrected and no alarm was warranted. The biomed stated that a patient is currently connected to the device, once off the device, they will test the mx800 and report the results to the ras. The customer biomed emailed the ras and stated that the issue is corrected with no other information regarding his explanation of his testing. Based on the information available and the testing conducted, the cause of the reported problem could not be confirmed, the device was confirmed to be operating per specifications. The biomed stated the issue was corrected and the device was confirmed to be operation per specification, however the customer did not provide additional information regarding the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopen ed.